Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction such as damage or deterioration of parts, environment problem like as dust/dirt/humidity/ambient light, optical problem, interoperability problem, overheating problem, and electrical problems like as signal loss or open circuit should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited image distortion, due to damage on circuit board of scope connector, a noise image occurs. There was no patient involvement.